Manufacturer narrative:
Results: the stretch resistance wire (sr wire) to the embolization coil was fractured and the proximal constraint sphere was missing. The ruby coil was detached from its pusher assembly and, therefore, the ruby coil could not be functionally tested. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the device was forcefully retracted against resistance, damage such as a sr wire fracture may occur. The non-penumbra microcatheter identified in the complaint and the ruby coil pusher assembly were not returned to penumbra for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report:3005168196-2019-00906 and is being corrected on this follow-up #02 MFR report: 3005168196-2019-00906. 1. Section d. Box10. Device available for evaluation? H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, the physician successfully implanted a coil into the target vessel using a non-penumbra microcatheter. While advancing the next ruby coil through the distal end of the microcatheter, resistance was experienced and the ruby coil was not able to be advanced out of the microcatheter. The microcatheter and ruby coil were together removed from the patient and the procedure was ended. There was no report of an adverse effect to the patient.